Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Customer consumed juice and candy to address bg level. Reportedly, the pump software functioned as intended and the system check identified that the customer requested and approved a large user bolus; this action was followed by the low bg event. No additional patient or event information was available.